Event description:
The customer reported that an 840 ventilator had an erratic display. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to swap the lcd panels and backlight inverter cpu pcb and replace the graphic user interface cpu pcb. Covidien was not authorized to service the device.